Event description:
Received a voluntary medwatch form, report #(B)(4), from (B)(6) hospital in (B)(6). "Revision of right hip, secondary to pain and instability, from broken components."

Manufacturer narrative:
Pt admitted with encore acetabular cup, liner, and femoral head. The femoral stem and neck were mfg by apex. The medical records indicate that the stem, neck and head were loose. Encore's IFU states that "this implant is part of a system and should be used only in combination with other original encore product belonging to the same system."